Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cadd-solis vip pump had consistently produced downstream occlusion alarms during the priming step (prior to patient connection). All clamps had been confirmed open on the tubing. This issue had occurred with multiple tubing sets from the same lot. The reporter noted that the patient had been using the same pump and tubing model for several months prior to the onset of this issue. The patient had occasionally been able to initiate infusion successfully. The downstream occlusion alarm had recurred intermittently throughout the infusion process which led to the discontinuation of therapy. The infusion provided was sodium chloride 0.9% injection solution 250 ml/hr. Up to 4 times per day. The replacement of the pump was sent to the patient, and it resolved the issue for the time being. There was a delay in therapy. There was no patient harm reported.